Event description:
Clinical information: (B)(4) envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 6.8mm and left coronary cusp (lcc) was 6.8mm. A first degree atrioventricular block and a complete right bundle branch block was observed pre- and post-procedure. The patient received a temporary and permanent pacemaker. Both were resolved on the same day. The patient was then discharged the following day.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.